Event description:
It was reported front panel failure of the insufflation unit. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no delay, and the patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that some of the indicator lights on the front panel did not light up due to circuit board failure. However, the definitive root cause of the faulty circuit board could not be determined. Additionally, due to first pressure reducer failure, it was presumed that air flow did not reach to appropriate value. Olympus will continue to monitor field performance for this device.